Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thoracic stabilization and instrumentation, it was noticed that after inserting the 5th screw, the ball tip of the dissecting tool used to make the pilot hole in the pedicle was missing. A search of the incision did not locate the tip and it was assumed to be in the vertebral body beneath the screw. The doctor decided to leave it there. It was reported that there was no patient impact. No additional information was available upon follow-up.